Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer's blood glucose was 100 mg/dl. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.